Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the patient developed skin reactions and sores with statlock use. Patient is receiving dialysis. Per review of provided photo sample with investigating engineer on (B)(6) 2023, the patient experienced open sores with drainage in the area that was under the statlock.

Event description:
It was reported the patient developed skin reactions and sores with statlock use. Patient is receiving dialysis.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a skin reaction is inconclusive due to unknown clinical conditions and/or patient sensitives. One hundred and fifty PICC plus statlock devices with tricot pads and adjustable posts were returned for evaluation. Three boxes of fifty samples each were returned; one of which was returned open and the other two were returned sealed. Fifty sealed packages were returned in each box. A statistical sampling of the one hundred and fifty returned lot samples were opened and examined, and no damage or defects which could contribute to the reported event were found on any of the randomly selected lot samples. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The complaint of a skin reaction could not be confirmed from the returned lot samples. Possible contributing factors of a skin reaction could include patient sensitivity to the device materials or to medications or other chemicals such as ointments or skin preps used around the site.